Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: jan 25, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. A bent haptic was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided, best estimate is between (B)(6) 2020 and (B)(6) 2020. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to refractive surprise issue. There was no vitrectomy performed, no incision enlargement and/or no sutures required. A replacement lens of the same model but different diopter (20.0) was used. No further information was provide.